Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI technician regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient needed an MRI for low back pain but their implantable neurostimulator (ins) had not been working for two to three years. The MRI tech noted that the patient was unable to activate MRI mode with the patient programmer (pp). There were no further complications reported or anticipated.